Event description:
Using philips CPAP and bipap machines for last 10 years. (B)(6) 2025 emergency hospital visit discovered interstitial lung disease. Follow-up with pulmonary doctor at (B)(6) hospital confirmed diagnosis with no known cause. This disease evidently began within the last 5 years. In 2019 I had daily lung and heart x-rays after major surgery and no ild was observed. The only potential cause was the philips bipap machine in daily use since 2022 (4 years). Diagnosis and findings from (B)(6) hospital lung specialist: hrct which showed reticular nodular opacities throughout bilateral lungs mostly in the periphery of the lung bases. There is no bronchiectasis. He had an extensive laboratory workup which was negative including rf, anca, hp, esr, and crp. He had pulmonary function testing which showed mild restrictive lung disease with tlc at 75% predicted and reduced dlco at 42%. It did correct to 89% when accounting for alveolar volume. He also had a 6-minute walk test which showed initial vital signs including a saturation of 98% and a heart rate of 75. At the end of the test the saturation was 99% with a respiratory rate of 28 and a subjective borg dyspnea score of 9.